Manufacturer narrative:
Upon reassessment of the reported event it was determined that the initial report was submitted on wrong MFR. This event will be reported on 3007963827-2019-0031.

Event description:
Upon reassessment of the reported event it was determined that the initial report was submitted on wrong MFR. This event will be reported on 3007963827-2019-0031.

Manufacturer narrative:
(B)(4). (UDI): n/a. Concomitant medical products: catalog #: unknown, unknown knee bearing, lot # unknown; catalog #: unknown, unknown knee tibial tray, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01785, 0001822565-2019- 01787.

Event description:
It was reported that bilateral patient underwent left total knee arthroplasty approximately four years ago and subsequently has been experiencing pain and swelling since the procedure.